Manufacturer narrative:
Complaint sample was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for "overdrainage" reported could be due to "step change between settings is insufficient for clinical effect" or patient's condition. The possible root cause for "adjustability of the valve using magnetic field. For example, have you tested common magnetic toys?" Could be due to "demagnetization caused by MRI". The question about magnetic toys that could interfere with the valve mechanism was answered by product development team: answer: "in the case of the magformers (magnetic toys), on their surface they can reach 1500 gauss but that field quickly degrades to about 197 gauss once you are about 7mm away from the surface. So to be cautious you would want to keep the magnetic toys ~ 2cm away from the hard part of the valve were the mechanism is located". As specified in the IFU, in the warnings section: "common magnets greater than 80 gauss, such as household magnets, loudspeaker magnets, and language lab headphone magnets, may affect the valve setting when placed close to the valve. Magnetic fields generated from microwaves, high-tension wires, electric motors, transformers, etc., do not affect the valve setting".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The mother of a 9 month old child reported: " my son has overdrainage despite a high setting (currently 140). The valve could be adjusted without any problems, the x rays control are fine."